Event description:
Nds product zerowire mobile has problems. You must check, ask manufacturer to proof safety is good. Batteries have too much movement and play on the stand. This makes battery shake during movement and risk disconnection after some use. Wiring inside stand is not secure, not protected by shield or channel wires are loose and get cut with time and motion and using of product.